Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event was reported as: the prongs of the device kept popping off the face and not staying in the nose. The issue was reported during introduction of CPAP to a neonate and prior to use on a patient. No report of patient injury.